Event description:
During a transradial approach, the catheter curled up in the brachial artery. The physician was torquing the catheter, trying to get the kink out. A wire was put in. As the catheter was being removed, part of it broke off and went down the thoracodorsal artery branch.